Event description:
It was reported that at the implant procedure, the right ventricular (rv) lead had high impedance in multiple locations. The physician was concerned that there may be an issue with the lead integrity. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analysis found no anomalies.